Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address cup loosening and osteolysis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. The femoral head product/lot code was provided. A complaint database search finds no other reported incidents against this provided femoral head product and lot combination. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Medical records were reviewed and confirmed the report. It is stated in the warnings and precautions of the essential product information that poor bone stock is known to adversely affect hip replacement implants. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.